Event description:
It was reported that while the ventilator was connected to a patient, it generated an alarm for high respiratory rate. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported alarms for high respiratory rate, were not reproduced during test of the returned oxygen gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs. The ventilator generated higher respiratory rate, delivered higher volumes which led to a lower amount of oxygen in the gas mixture than expected, alarms were generated. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).